Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported pump error 130. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 08/08/2024 19:44:00.000 and (twice) on 08/08/2024 19:44:23.000 according in the error log file/detailed trace file. As per global logic analysis, pump error 63 alarms (lcd) (line number 19825 file number 49 & line number 704 file number 2006), suspected on hw. Please see below for pump error(s)/alarm(s) noted 2 days prior to the event date 03-aug-2024 in the formatted history file. Pump error 130 alarm was found on: 08/03/2024 18:16:04.000 08/03/2024 23:04:34.000, 08/03/2024 23:05:50.000, 08/03/2024 23:06:20.000, 08/03/2024 23:08:03.000, 08/03/2024 23:21:03.000, 08/03/2024 23:22:49.000, 08/03/2024 23:23:47.000, 08/03/2024 23:24:18.000, 08/03/2024 23:38:03.000, 08/03/2024 23:41:42.000, 08/03/2024 23:41:47.000, 08/03/2024 23:42:48.000, 08/03/2024 23:55:03.000, 08/03/2024 23:57:39.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump error 130 alarm was confirmed according in the diagnostic trace file due to corrosion on the motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarms due to corrosion on the pcba 1 and pcba 2. Also, pump error 130 alarm was confirmed according in the diagnostic trace file due to corrosion on the motor assembly noted. During visual inspection, corrosion was also found on the force sensor and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.